Event description:
During a pfa procedure, output issues resulted in a procedural delay. When trying to deliver pfa therapy, a pinning error displayed on current generator touchscreen. Troubleshooting of the catheter connections were performed. When attempting to deliver therapy again, a generator fault error message was displayed. The generator was swapped out for a second generator, but the same messages were received when attempting to deliver therapy. The catheter was replaced and the issue was resolved. The procedure was completed with no adverse patient consequences.